Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. The field service engineer (fse) inspected the station and noted that all pockets were off the bus on auxiliary drawer 4.1. All connections were reseated, but the issue remained unresolved. Testing of the drawer in hardware test application diagnostics revealed errors for both drawers 4.1 and 4.2. A replacement power management controller was installed, and no further issues were noted. Operation was tested in both the application and hardware test application diagnostics, with no issues observed. The details in the work order indicated yes for patient/user harm. The fse inquired with the escort and customer regarding this, and customer responded that it was likely marked in error and advised to close the call with the response changed to no. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.